Event description:
Information was received indicating that the administration sets were not infusing accurately. It was reported that the ob patients complained of not getting pain relief. Per reporter, internal testing was done and the cadd-solis pumps passed, but issues were found with tubing. No patient injury was reported.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. Samples were received in a plastic bag which is not the original packaging. The samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. No obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Three videos were provided where a sample is shown identified as good infusing liquid, while in a second video another sample is not infusing liquid as same as the third video. During functional testing, the samples were set for priming to test and look for unusual function according to the procedure. No discrepancies were detected, samples were fully priming and connected without difficulty, delivery accuracy test successfully passed. The failure mode reported is not confirmed. Root cause cannot be determined and no corrective actions are required since the complaint was not confirmed. No actions taken.

Event description:
It was reported that when they have used the tubing with patients and patients have complained they are not getting pain relief. They have done internal testing of the pumps by biomed and the pumps passed testing. They then tested the tubing and per their testing the tubing is not infusing accurately. Customer has pictures of set-up and has sequestered the tubing. Has occurred on multiple patients. No death, but patients are not getting pain relief. When the situation has occurred they have had to hang a new bag with a new spike to resolve. No patient injury reported.